Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer¿s blood glucose level was 330 mg/dl at the time of incident. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they are unable to exit the preparing to prime loop. Customer states they are stuck in rewind complete or bolus delivery loop. Customer states they were not wearing the insulin pump during priming. The customer reported that the drive support cap was flush. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.